Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl and was not sure if insulin pump was working as designed. Caller inquired on insulin pump upgrade. During troubleshooting, it was found that customer received a no delivery alarm and there was an air bubble in infusion set. Caller was assisted in clearing air bubbles. Caller also reported that cannula was bent. Caller declined further troubleshooting due to bent cannula.